Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. UDI (di): (B)(4).

Event description:
Device 1 of 2. Reference MFR. Report#: 162747-2017-01377. It was reported the patient does not feel stimulation in his left leg. Impedance values tested normal and x-rays did not reveal any lead migration. Regardless, the patient will consult with the physician regarding surgical intervention as the next course of action.